Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(4) 2013, the lay user/patient's caregiver (reporter) contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was reading inaccurately erratic. The reporter alleged that the issue first began in october (year not specified). On an unknown date/time, the patient reportedly obtained blood glucose readings of "276, 152, 126, 130, and 200mg/dl" with the subject meter. The patient's diabetes is managed with novolog (sliding scale) and lantus (65 units in the morning and evening). According to the reporter, in response to the alleged meter issue, the patient reportedly continued with her usual dose of medication (date/time not known). According to the csr's documentation, as a result of the alleged meter issue, the patient's blood glucose reportedly "crash" down and on several occasions (dates/times unknown) had symptoms of fainting and tired. Following the alleged meter issue, the patient reportedly was hospitalized on several occasions (dates not specified) for hypoglycemia and had received unspecified treatments for low blood glucose. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. However, the csr noted that the reporter was not using the proper testing technique. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.